Event description:
Rptr stated that the product was used on the pt during open heart surgery. The pt experienced a drastic drop in blood pressure during the use of the device. When the transfusion was stopped, the pt's blood pressure returned to normal. On the other hand, when the transfusion (using the device) was restarted, the pt's blood pressure dropped again. The transfusion was then totally discontinued and the pt made it through the surgery successfully. The pt did die eight days later, however, due to other factors unrelated to the event.